Event description:
A malfunction alarm, identified as malf 12, was reported. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer continued to use the pump for insulin therapy.